Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that just after t2h surgery, the surgeon found by x-ray that the screw inserted to the most proximal hole is out of the nail. The surgeon opened the patient shoulder again and replaced the screw.

Manufacturer narrative:
Referring to the product inquiry the target device t2 humerus is the primary product. The reported locking screw is considered an associated product. The lot code of the reported target device is unknown. However, a review of the device history records / inspection records for the instrument was not necessary since it has not contributed to the reported event; the cic japan confirmed on request that no product will be returned since malfunctioning of the devices was not suspected. Malfunction is usually found during functional check which is required per the IFU. In case of any deviation it is realized prior to use. Timely functional check ensures that spare parts can be supplied within appropriate time. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device(s). Nevertheless, the root cause of the misplaced locking screw could not be determined with the limited information given. Review of complaint history, CAPA databases, risk analysis and the labeling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. Device was not received.

Event description:
It was reported that just after t2h surgery, the surgeon found by x-ray that the screw inserted to the most proximal hole is out of the nail. The surgeon opened the patient shoulder again and replaced the screw.